Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was rebooting by itself and the screen was turning black. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was rebooting by itself and the screen was turning black. However, analysis did note a micro processor unit (mpu) sensor overheat message in the logs and the printer drawer would not fit in the programmer. The mpu was replaced and the hard drive was reimaged. The hard drive was reconfigured, and the software was reloaded and updated. The printer drawer was replaced. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.